Manufacturer narrative:
Additional information was received that the patient was given antibiotics. Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead 70cm. Model #: sc-4316, serial #: ni, description: next generation anchor kit sterile.

Event description:
A report was received that the patient experienced an infection at the pocket site. The symptoms were soreness and swelling. The patient underwent an explant procedure wherein all the devices were removed. The physician assessed that the infection was not device or procedure related.

Manufacturer narrative:
.

Event description:
A report was received that the patient experienced an infection at the pocket site. The symptoms were soreness and swelling. The patient underwent an explant procedure wherein all the devices were removed. The physician assessed that the infection was not device or procedure related.

Manufacturer narrative:
Testing of the ipg found no anomalies. A review of sterilization records found them to be satisfactory. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing. Leads sc-2218-70, sn# (B)(4), the lead bodies were cut and only the proximal portions were returned. A review of sterilization records found them to be satisfactory. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced an infection at the pocket site. The symptoms were soreness and swelling. The patient underwent an explant procedure wherein all the devices were removed. The physician assessed that the infection was not device or procedure related.